Event description:
Patient reported right breast as "painfully hard and looks abnormal due to capsular contracture, baker grade IV. Patient additionally reported a right side "rupture." No treatment or surgical reoperation has occurred. Healthcare professional confirmed that there is no rupture. Right side exchanged due to reconstruction/symmetry device has been explanted.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.